Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion and delamination. Leak test was performed delamination on diaphragm valve. A microscopic analysis was performed which identify delamination in the diaphragm valve. Based on the device analysis the final assessment is delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Device was explanted.